Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that the stent strut was bent. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from distal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found a hypotube kink at 213 mm distally to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that the stent strut was bent. The procedure was completed with a different device. There were no patient complications nor injuries reported.